Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that prior to patient use and while setting up the device, the pump kept "turning off." The hospital's biomed stated that the unit was then connected to alaris software, pulled the error log and event log but they did not indicate any obvious problems. Ran unit through full pm/cal procedure, no problems noted. During testing and while in normal operating mode, the biomed ran the unit at 400ml/hr for 20ml volume to be infused (vtbi) with no problems, then ran unit at 20ml/hr for 40ml vtbi and found the unit repeatedly stopped during use while displaying a "restart channel" message and audibly/visibly alarming. There was no patient involvement.